Event description:
In 2009, the pt reported seeing blood in her infusion tubing for the past several months. She stated that she has used her abdomen as an infusion site for the past 9 yrs. She does not experience any pain or irritation at the site. She stated that she does not normally change the infusion site when she notices blood in the infusion tubing. She stated that this may have contributed to elevated blood glucose the last couple of months. She stated that she boluses to lower her blood glucose but it will continue to elevate and take "forever to come back down." She stated that a few days ago her blood glucose measured 150 mg/dl when she woke up and she ate an egg and went to exercise. She disconnected from the infusion device for one hour and when she returned home her blood glucose measured 544 mg/dl. She bolused approx 5 units of insulin and her blood glucose increased to 566 mg/dl. She stated that she continued to bolus through the infusion device and she injected insulin via syringe and her blood glucose finally decreased. The pt was sent an infusion set insertion device and info on infusion site mgmt. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.